Event description:
Nurse stated resident was found on floor next to a broken left siderail. Siderail was replaced by the facility maintenance department and the torn mattress was replaced by co's technician. No acute injuries, skin tear above elbow. The submattress had been ripped from mattress and was hanging down due to the broken siderail.